Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information to b5 of the initial report: the device was subsequently used on a patient following sample collection, then quarantined.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional information: b5, d8, d9, h3, h4. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: the concentration and expiration date of disinfectant was not controlled. The water quality of the rinse water was not controlled. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: unk (the findings were confirmed on jul 23, 2024). Sampling from: biopsy channel. Cfu: 47cfu /50ml. Bacterial identification: escherichia coil. Sampling from: suction channel. Cfu: 9cfu /60ml. Bacterial identification: escherichia coi. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 01, 2024. Sampling from: air/water channel. Cfu: 2cfu /ml. Bacterial identification: moraxella osloensis, micrococcus species. Sampling date: aug 13, 2024. Sampling from: air/water channel. Result: negative. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of device use after sampling (pending results), there was difference of recognition on device handling between the user and recommendation by olympus. Based on the results of the positive culture investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.